Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no irregularity except for the foreign material in the basket. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, the incarceration occurred since the basket wire could not crush the calculus due to the shape, size or hardness of it, and the basket wire bit into the calculus. The above device handling has warned in the instruction manual as follows. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The subject device was broken. The subject device was incarcerated. The user released the calculus. This is the report regarding the incarceration.